Event description:
It was reported that saline was leaking at the handle.

Manufacturer narrative:
Once the device is received, we will conduct an investigation and provide our findings in a f/u report.